Event description:
It was reported that the device was dark. No patient injury was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the device was dark. A visual inspection was performed and showed the scope to have bent outertube, broken lenses with distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.